Manufacturer narrative:
Unable to evaluate at this time. Cannot draw any conclusions.

Event description:
It is alleged the end user was driving the unit off of a ramp when the unit went out of control, would not stop causing the end user to run into a parked truck before stopping. The end user sustained a contusion to he head. Her husband came to help her off the ground when he fell and fractured his wrist and ankle.